Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system was positioned in the laa and 21mm watchman laa closure device & delivery system (wds) was advanced and deployed. During deployment, it was noted that the "distal arms" of the device perforated the laa resulting in a pericardial effusion. A pericardiocentesis was performed, but did not successfully resolve the effusion. Surgery was performed via the thorax and 2 holes were noted in the appendage. The holes were closed with a patch; the watchman laa closure device remains implanted. The patient was stable and noted to be doing well when they left the operating room.